Manufacturer narrative:
It was reported that the ventilator generated a technical error during pre-use check. Identification of issue has been done by analyzing problem description. According to the information provided by the technician, the repair of the device was done by a third party company. No more details have been provided regarding the reported problem. The issue was decided to be reported as the initial description might have underlying causes which represent a reportable event. There was no patient involvement. The root cause to the reported issue has not been determined. H3 other text : 4112.

Event description:
It was reported that the ventilator generated a technical error during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).